Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 was returned with the anchor fractured at the proximal end of the suture window, the suture string is no longer connected to the anchor. The distal tip of the anchor was not returned. Device 2 was returned with the anchor fractured at the distal tip of the suture window, the suture string is still in the suture window. The distal tip of the anchor was not returned. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a rotator cuff repair, two (2) footprint anchors broke. All the pieces were successfully removed from the patient with the help of tweezers and suction. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole, no void was left in the patient. No further complications were reported.